Event description:
It was reported that at the beginning of a procedure, the laser system had a device recognition issue (attached fiber not recognized). The customer attempted to troubleshoot the issue by rebooting the system, however, the issue reoccurred. After consultation with manufactures technical support, it was determined that the system was no longer able to be utilized and the case was aborted. There was no report of a pt injury; however, the manufacturer is filing this as surgical intervention due to the pt requiring an additional procedure or additional treatment as a result of incompletion of the case.

Manufacturer narrative:
Servicing of this laser is anticipated.